Event description:
It was reported that the patient was in the emergency department for dizziness, shortness of breath, lightheadedness and "a hole eating through the skin". The patient called to report those symptoms, and they were scheduled for a clinic appointment. They were seen in clinic on (B)(6) 2025 with a worsening driveline exit site pain & driveline drainage x 1.5 month. They were afebrile. They were changing left ventricular assist device (lvad) dressing multiple times a day. Blood cultures & driveline cultures were obtained in clinic on (B)(6) 2025. Dr. (B)(6) recommended a debridement, but the patient needed a CT chest & abdomen without contrast prior to confirm. Until there was surgical availability on (B)(6) 2025, the patient would be on heparin bridge and intravenous antibiotics for 4 days. The patient was directly admitted on (B)(6) 2025 for worsening driveline infection &possible surgical intervention. They were admitted from (B)(6)2025 to see if they were a candidate for further debridement from ongoing chronic driveline infection. During hospitalization, the patient told the team that they had not been seeing endocrinologist because they were not following up with them. Per the endocrine outpatient notes, they were actively trying to schedule follow-ups with them that they would not answer. Additionally, patient at one point said they weren't taking any medication which, based on international normalized ratio (inr) of 1 on day of admit would include their warfarin. Infectious disease (ID) had seen the patient and wanted to start them on linezolid in addition to their established home regimen of minocycline. The patient was in a hurry to leave so linezolid was to be started as outpatient via ID team. The inr was subtherapeutic, so the patient was given instructions to check inr on (B)(6) 2025 and call the team with level. They had 7 days of lovenox prescribed at discharge.

Manufacturer narrative:
A4- patient weight requested, information not yet available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported driveline infection could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including driveline infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset of the patient's chronic driveline infection has been reported under MFR #: 2916596-2025-04665.